Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of unknown plunger issue; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An rn director reported that a loader plunger issue was noticed during intraocular lens iol) implantation procedure. There was patient contact.